Event description:
The pt reported no link with external hardware. A company representative performed testing and confirmed that the device was no longer functioning. Revision surgery was scheduled. The pt was reimplanted with another clarion device.